Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a procedure. It was reported that the site was having issues taking 3d spins the system would display that the spin was initializing and they expect to hear the x-ray tube and detector to rotate, however they did not hear anything. It was unclear if there was a patient present or not.